Event description:
Note: this manufacturer report describes one of three devices that were used during the same procedure. Refer to manufacturer report 3005099803-2008-00544 for and 3005099803-2008-00545 for descriptions of the other devices. A resolution clip device was used during a polypectomy procedure in 2008. According to the complainant, during the procedure, they used three clips and when they went to close each clip on the mucosa, one of the prongs on each clip bent at a strange angle. Each clip was removed with a roth net retrieval net (manufacturer: us endoscopy) and replaced with another of resolution clip. There were no pt complications, and the pt's condition was "fine" following the procedure.

Manufacturer narrative:
The suspect device was discarded; therefore, a device evaluation is not available, and the cause of the reported malfunction cannot be determined. A search of the complaint database revealed one add'l complaint for this lot (see associated manufacturer report #3005099803-2008-00544). The april 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.